Event description:
As reported by the end user on (B)(6) 2011, during a procedure the radio opaque (ro) marking band detached from the catheter inside the patient. The physician who was performing the procedure successfully retrieve the ro marking band with a snare. There was no harm or injury reported to the patient. The case was successfully completed with another new of the same device.

Manufacturer narrative:
It was indicated by the end user that the reported defective device is available to be returned for evaluation. To date the device has not been returned. Attempts are being made to obtain the sample from the end user for evaluation. An investigation into the root cause for the incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).